Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device locked out on the cystic duct. The device used another device and clipped around the device stuck and cut it out. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time. Additional information has been requested.